Event description:
The equipment (catheter) used during the procedure failed and broke apart while performing an interventional procedure to patient's common iliac artery in the cardiac cath lab. Access was via the patient's left femoral artery and the lesion site was imaged in the proximate right common iliac artery. A guide-wire was passed into the right iliac via the lfa and to gain better support, the quick-cross support catheter ref#518-038 was advanced over the wire. The first wire was removed (0.035 stiff angled glide-wire) and then a second wire (0.035 supra core) was advanced via the quick-cross. Upon removing the quick cross there was a great deal of resistance which was highly unusual because the qc catheter is made to be used over a 0.035 wire. While removing the qc catheter the hub pulled off completely, but the rest of the catheter was removed off of the catheter. Or so we thought. We had to access the right femoral artery to complete the intervention which was successful. Upon removing the guide-wire from the left femoral arterial sheath, a piece of the quick-cross catheter fell off of the wire. Thankfully it was not lost inside the patient's artery so there was not damage or injury to the patient, but the physician and scrub cardiovascular tech (cvt) were alarmed that this equipment failed in this manner. The equipment is inside a biohazard which is three separate pieces.